Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer has a battery out limit alarm on the insulin pump and none of the buttons worked. Caller stated that the pump has full battery but none of the buttons will work. Caller stated that the keypad was unresponsive. Customer is sweaty and wearing the pump in his shorts. Caller was advised that sweat may be the cause of the issue. Customer's blood glucose was 400 mg/dl due to an issue with the pump. Customer treated by borrowing a pump from a friend. Customer bolused with the pump and this morning, the customer's blood glucose was 68 mg/dl customer treated with gatorade and is in range. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that it was not advised to wear another customer's medical device.